Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 300 mg/dl, while wearing the pod between 1 and 4 hours on the arm. The patient was unsure if the cannula was properly inserted into the skin. Hyperglycemia treated by activating new pod and bolus.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The download data presented a drive stall caused by slipping talon hook. The drive mechanism was inspected but no abnormalities were found. However it could be conclusively say that the drive stall did not contributed to the reported synthon code. The cause of the reported improper insertion could not be conclusively determined. The download data showed that the hook talon was slipping over the ratchet gear. Causing the device to generate a 0x40 alarm during the run. Inspection of the drive mechanism did not find any abnormalities towards the ratchet gear, sma wires, commutator cap and hook talon. The cause of the slipping hook talon could not be determined. However it could be conclude that the slipping hook talon did not contributed to the reported symptom code.